Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. However, unable to test for or no communication due to moisture damage battery tube and corroded battery tube spring.

Event description:
Customer reported via phone call that the insulin pump had insulin flow block alarm and was not communicating with the sensor. The blood glucose level was 118 mg/dl at the time of incident. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will be returned for analysis.